Event description:
It was reported by the customer that the device heats up. Attempts are being made to obtain further information regarding the event.

Event description:
It was reported by the customer that the device was heating up during a procedure. The case was completed successfully with no delay, medical intervention, or adverse consequences reported.